Event description:
Microscope light source failed twice during the procedure. The light was turned off for approximately five minutes and allowed to cool. The light did come back on, but the case was delayed due to light source failure. No harm to patient.